Manufacturer narrative:
Concomitant product: 5076 lead, implanted: (B)(6) 2013; competitor lead, implanted: (B)(6) 2013; 5038 lead product. Event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory found no anomalies.

Event description:
It was reported that noise on the right ventricular (rv) paces/sense lead was being monitored and during a recent device check, a short interval was observed. It was noted by the physician that it was not known whether to be external/internal lead related, or related to electromagnetic interference (emi) with the cardiac resynchronization therapy defibrillator (crt-d). The physician also added the patient had multiple ventricular leads, a rv defibrillation lead and a rv pace/sense lead, and the noise could have been due to "clang" between the new and old rv leads, however, it was unable to be verified. The crt-d and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.